Event description:
The pt reportedly experienced sound quality issues. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Testing performed showed that the device is functional. Surgery to explant the pt's device will be scheduled.